Event description:
Additional information received identified surgical intervention took place on (B)(6) 2016 at which time the patient's lead was explanted and replaced. Effective stimulation was reportedly restored, and the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain and a burning sensation at his scs lead site with stimulation on. An sjm representative met with the patient but was unable to resolve the issue with system reprogramming. Surgical intervention may take place at a later date to address the issue.